Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which found that the device had a sticky trigger. It was further determined that the device made an unusual sound, and changed direction while running. The assignable root cause was determined to be due to the motor or electronic control unit assembly components being worn from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device had a sticky trigger, made an unusual sound and changed directions while running. The event was not reported to have occurred during surgery. It was not reported if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.